Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the device has gotten more difficult to communicate with. The patient said the battery has shifted a little bit and it got stuck at one point. The patent said they were able to turn stim off and connect at the hcp's office. The patient was directed to follow up with the hcp. No symptoms or further complications were reported.